Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed as the indicator window did not change to black-black. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used as the catheter sheath introducer. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. However, the indicator window did not change to a solid black color. When depression of the deployment button was attempted, the button could not be depressed at all. At that time, the indicator window was showing black and white. No red color was observed in the indicator window during retraction. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18385061 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ could not be evaluated since the device was not returned for evaluation. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed. There was no reported patient injury. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed as the indicator window did not change to black-black. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in an interventional procedure utilizing a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. A 6f non-cordis sheath was used as the catheter sheath introducer. The device was stored and prepped per the instructions for use (IFU). Regarding the puncture femoral site, the femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. However, the indicator window did not change to a solid black color. When depression of the deployment button was attempted, the button could not be depressed at all. At that time, the indicator window was showing black and white. No red color was observed in the indicator window during retraction. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in a manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis two kinked/bent sections were observed during this analysis, located 7.0 and 7.5 cm cm from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the kinked/bent areas to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism and the delivery shaft kinked/bent area. During this analysis, no abnormal conditions were observed in the internal mechanism to be reported, and the kinked/bent areas in the delivery shaft were confirmed under magnification without additional anomalies. A review of the manufacturing documentation associated with lot 18385061 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device received since the indicator wire was pulled to achieve full window transition and successful plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.